Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06412379 that an ar-9800 console experienced an issue with (3) different disposable wands creating visible sparks. This occurred during a procedure where the console was swapped out and another wand was opened. There was no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage of the matting device ar-9800. Manufactured date 2018.